Event description:
A balloon catheter was being used for percutaneous coronary intervention. The balloon catheter removed from the patient. Another balloon catheter was attempted to be introduced to patient. The balloon catheter would not advance on the wire. The wire was withdrawn. It was noted that a piece of the previous catheter was stuck on the wire. The first balloon catheter was inspected and noted to be missing the tip of the balloon catheter. The piece was retrieved and did not enter the patient's body. No harm to the patient.device #1is this a laboratory device or laboratory test?no.